Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received excessive no delivery alarms and a button error alarm. Customer's blood glucose was 146 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump received with intermittent up arrow button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump passed the displacement, prime/a33 and excessive no delivery test.no excessive no delivery alarm noted. Unit received with cracked reservoir tube lip, battery tube threads, minor scratched display window, and scratched reservoir tube window.